Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-mar-2017, an fse contacted the customer over-the-phone and instructed her to power down the unit and move rtl lane manually. The customer moved it and found more cups between the rtl lane mount and sorter. She removed the cups. Then the fse guided the client to perform an all set home procedure successfully. The customer then removed all cups from the unit and performed a cup transfer test with good results. Customer indicated that the instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a cup stuck on rtl track.

Event description:
On (B)(6) 2017, a customer reported obtaining error 4111: test cup-tip lane home detection failure with their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.